Manufacturer narrative:
(B)(4) - the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported that the cycler alarmed for a fill complication followed by an air detected in the cassette warning during fill 3 of 4. Treatment was discontinued. When he opened the cassette door he found moisture on the back of the cassette. He reported that he had contacted the pd nurse. The sample was not made available for evaluation. During follow up the patient's pd nurse reported that the patient did not have any signs of infection. His effluent remained clear. He was not prescribed any antibiotics.